Event description:
Kimberly-clark received a report from (B)(6), stating, "before opening the pack, a nurse found a big opening hole on the bottom side of the seal area which is not adhere well." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The returned device was evaluated and it was found that the bottom (straight) seal is opened across the width of the package. There is evidence of a bond on the open seal. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.